Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the tvc55 devices had jammed staples and did not cut. Another instrument was used to complete the case. There was no consequence to the patient.